Event description:
Hickman port was implanted 11/2/90 for administration of long term chemotherapy. Physician was unable to access port on 2/26/92. Subsequent x-rays revealed catheter had sheared and separated, with catheter piece setting in the right heart. Patient was admitted to this facility 3/3/92 for right heart catheterization and retrieval of catheter. Procedure was successfully performed 3/3/92.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: design - human factors. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.